Event description:
Sale rep (B)(6) reported on behalf of the surgeon that the screw broke midshaft about two years after the initial implantation. She added that the pt had not fused. She also reported that it was not possible to retrieve the lower part of the screw because it was lodged too deep into the vertebra. During the revision the surgeon reportedly placed a new screw beside it.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported as supplemental. Method, result and conclusion will be made available following an engineering eval.